Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed broken device through microscopic inspection assessed as surgical damage, broken and opening assessed as fold flaw opening. Observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture" via device tracking form. Healthcare professional later reported "rupture" for a saline device. Healthcare professional later reported "hole, non-specific". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "rupture". This record is for the left side. The device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant: 2004.

Event description:
Patient reported "rupture". This record is for the left side. The device remains implanted. It is unknown if the device will be returned.